Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported a dissection occurred. Aa percutaneous coronary intervention was being performed. Vascular access was obtained via the right radial artery. The 90% stenosed, 14 x 3.0mm, concentric, de novo target lesion with a greater than 90 degree bend was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation with a maverick balloon, the residual stenosis was 40%. A 3 x 16 promus elite drug eluting stent was deployed in the middle portion of the lad. Following stent deployment, a dissection was noted at the proximal edge, which was confirmed with angiography. A 3 x 12 promus elite drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.